Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet system after a recent supply change and infusion set replacement, with dexcom g7 glucose reaching 307 and remaining above target since the evening; the patient delivered meal announcements and later administered 5 units of humalog as back-up therapy while still connected to the ilet, after which glucose dropped to approximately 129 and the patient consumed food due to a perceived rapid decline. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no ketone testing. Investigation included user interview, troubleshooting, and provision of educational materials on disconnection when administering back-up insulin and on temporary disconnection with back-up therapy per healthcare provider plan. Investigation of this case revealed no evidence of device alarms, no observed bent cannula on two infusion set changes, and an unclear cause of the hyperglycemia. It was concluded that the event involved hyperglycemia with cause unclear, with user guidance provided on proper back-up therapy use and reevaluation after temporary disconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.